Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by failure analysis engineer (fae). The initial investigation was confirmed, the instrument failed electrical continuity. Upon further inspection, it was found that the wire within the main tube was routed across/between hypotubes. Given the position of the wire, it was likely that the wire was broken/pinched due to instrument yaw/pitch movements. The root cause of this failure mode is likely attributed to the wire routing process during manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed an electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument did not cauterize. The instrument was replaced and the procedure was completed with no reported injury.